Event description:
It was reported by the pt's attorney, that as a result of having the product implanted, the pt has experienced pain, disability and impairment.

Manufacturer narrative:
The device the remains implanted. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: " complications associated with the proper implantation of the avaulta plus biosynthetic support system may include, but are not limited to those typically associated with surgically implantable materials, including: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding and defecatory dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, rectum, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, rejection of biologic materials, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of vaginal wall prolapse. Urinary incontinence (stress and urge)." (B)(4).

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per additional information received, the patient has experienced urinating small amounts, urinary tract infection, vaginal bleeding, leaking urine and requiring pads, mesh erosion, voiding urgency, retention symptoms, palpable mesh, mesh exposure, vaginal discharge, occasional dysuria, infected vaginal sling, eruption of vaginal sling into interior vaginal wall, abdominal pain, pyelonephritis, positive stool hemoccult, hematuria, nausea, vomiting, mixed incontinence without sensory, frequency, intermittent urinary stream, weak urine stream, post void dribbling, bladder pain, incomplete emptying, nocturia, graft complication, nonhealing surgical wound, urethral mobility, dyspareunia, overactive bladder, required multiple nonsurgical and surgical interventions.